Event description:
Patient has nodules, swollen nodes (constant lymphadenopathy) and always in the same chest. They have a different chest shape. This relates to the right device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.4, h.4, h.6.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient has nodules, swollen nodes (constant lymphadenopathy) and always in the same chest. They have a different chest shape. This relates to the right device. Device remains implanted.